Manufacturer narrative:
We will continue to attempt to retrieve the device, at which time an investigation will be performed and a follow up report will be submitted.

Event description:
On october 10th, 2018 we received email notification involving a device malfunction which occured on (B)(6) 2018. A compact air gas regulator (part number gr-cs-fp-02001) was being used for an cosycot infant warmer. It was noted that the device was leaking from the manifold at the back, which caused an alarm, and patient was moved to another warmer. We have made multiple attempts to retrieve the device for investigation but have not been successful to date. Based on the serial number however, we have determined that this device was manufactured in may 2012. This device type has a five year warranty, therefore the warranty is no longer valid. We will continue to attempt to retrieve the device, at which time an investigation will be performed and a follow up report will be submitted.